Manufacturer narrative:
(B)(4). It was noted the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited out of range shock impedance measurements and the lead was therefore surgically abandoned. Further, a surgical revision was later performed to revise the patient's system, and the shock impedance measurements were greater than 200 ohms, and there was a suspected fracture of the lead. The lead was explanted and replaced during the procedure. No additional adverse patient effects were reported.